Event description:
Customer laid down and her husband could not wake her up. Husband indicated that the customer passed out. The husband called the paramedics. Paramedics treated her (form of treatment unavailable) and took customer to the hosp ER. The dr indicated that the customer's blood sugar went down. The customers report their last glucose reading was 187 mg/dl.

Manufacturer narrative:
The customer's meter was returned and prod testing did not confirm the readings complaint. All results were within range specs, the standard deviation was within specs and no errors were observed during control solution testing.